Event description:
It was reported that the patient's blood glucose level rose to 19.4 mmol/l (350 mg/dl) while wearing the pod between 1 and 4 hours. As treatment, a new pod was applied. The investigation observed that fluid was found to leak from a tear in the exposed portion of the soft cannula.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria.